Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the front-therapy electrode from the lifevest. The patient's nurse removed the patient's lifevest while the patient was in the hospital. Outcome of the skin irritation is unknown.